Event description:
The patient was admitted for an aortic valvoplast procedure. A 25 x 40mm maxi ld balloon catheter was chosen for the procedure; however, there was no proximal marker. The balloon was not inflated. The product was removed and there was no patient injury.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.